Event description:
Third degree burns, it would be too hot [product quality issue], used the thermacare heatwrap overnight or while sleeping [device misuse], drainage of pus from the burn [purulent discharge], lot of pain [pain]. Case description: this is a spontaneous report from a contactable lawyer reporting on behalf of his client, a consumer. A (B)(6) female patient started to receive thermacare heatwrap (thermacare heatwrap) from (B)(6) 2015 for soreness in her back. The patient's medical history and concomitant medications were not reported. Past product history included thermacare heatwraps (thermacare heatwraps) on an unspecified date for an unspecified indication. On (B)(6) 2015, the patient experienced a third degree burn to the area on her lower right back where she had applied the heatwrap. There was drainage of pus from the burn and the patient reported a lot of pain. She went to a doctor for an unspecified laboratory test results of which were not provided. The attorney stated the patient was hospitalized but hospitalization dates were not available. He mentioned the patient used the heatwrap overnight or while sleeping. The attorney reported the patient "got a severe burn it would be too hot". The patient's skin tone was assessed as light. She did not use any creams, gels or rubs under the wrap. There were no cuts, tears, leaks or holes in the heatwrap. The patient used the wrap over healthy skin and did not engage in exercise while using the wrap. She did not apply any pressure over the wrap during use and did not use more than one wrap per day. Action taken with the product was unknown. At the time of the report, clinical outcome of the event 3rd degree burn was not resolved. Clinical outcome of additional events was unknown. Additional information has been requested and will be provided as it becomes available. Case comment: based on the information provided, a possible contributory role of the suspect device product to the reported events of third degree burn, purulent discharge, pain cannot be excluded. This case meets initial 30-day reportability.